Event description:
Reporter indicated that a vns pt had experienced coughing, shortness of breath, and pain in the area of the electrodes on the left side of his neck. It was reported that the output current had been adjusted in an attempt to alleviate the events. It was reported that the pt wanted to have the vns device explanted. F/u with the treating physician revealed that the pt thought that the events were related to vns stimulation and that the "vns caused seizures", and the vns output current was then set to 0ma. The surgeon reported that the vns generator and leads were explanted due to pain and an increase in seizures, as the pt had experienced "more seizures than ever before". It was reported that the pt had at one time achieved good efficacy and seizure reduction after beginning vns therapy.